Manufacturer narrative:
Age, weight, and ethnicity: unknown/ not provided. The system was evaluated by a field service engineer and was unable to observe or confirm the reported iris motor issue. The system meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an iris motor failure occurred with 10 seconds left in the treatment. The treatment was not completed in the same visit. The treatment was completed after the system was checked and doctor was satisfied with the operation of system. No patient injury and/or complications were reported.